Manufacturer narrative:
It was reported that a revision surgery was performed on the patients left hip. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup, hemi head, sleeve and stem was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. Similar complaints have been identified for the hemi head and sleeve. However, as the device is no longer sold, no action is to be taken. No other similar complaints were identified for the cup and stem. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. The reported pain, elevated cobalt, intraoperative findings of adverse local tissue response (altr) and trunnionosis may be consistent with findings associated with metal debris. However, the root cause of the reported pain, elevated cobalt, altr and trunnionosis cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that a revision surgery was performed on the patients left hip. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup, hemi head, sleeve and stem was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. Similar complaints have been identified for the hemi head and sleeve. However, as the device is no longer sold, no action is to be taken. No other similar complaints were identified for the cup and stem. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. The clinical information provided, of the elevated metal ion levels and the pain, may be consistent with a reaction to metal debris or trunnionosis. However, the source and the root cause cannot be confirmed with the available documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a revision surgery was performed on the patients left hip due to severity of the pain and the impending catastrophic implant failure, elevated levels of ions in the left hip with mild bone loss. The patient outcome is unknown.